Event description:
Surgery time was extended by 60 minutes due to the fact that the retaining rod and the lag screw were broken during removal of the lag screw. Finally, the surgeon could not remove the asian imhs.